Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6) 2025. It was reported that there was a lead migration/lead moved/wire moved. The cause of the issue was unknown. There was also a communication issue between controller and ens, unable to communicate/connect to controller. There was no communication/can't communicate. Troubleshooting was performed. The cause of the issue was unknown. The patient's representative reported that the wires came out when their spouse (patient) had a bowel movement earlier this morning. They checked the patient's programmer to check therapy settings. However, they were receiving the error "unable to communicate with the device ¿ communication lost." The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.